Event description:
It was reported that the device was used during an unknown procedure and seemed to function properly. After the device was fired, the staple line was visually inspected and looked good. It was noticed post-operatively, that the staple line was bleeding. The patient required a blood transfusion and spent an extra day in the hospital. Unknown how the case was completed.